Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. The day after event onset, the patient was hospitalized for the peritonitis. The same day as the event onset, the patient was treated with amikacin injection (125mg, daily, route not reported) for peritonitis and heparin injection (500 iu, daily, route not reported). On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event and antibiotic therapy was discontinued. Pd therapy was ongoing. No additional information is available.